Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that the physician attempted arteriotomy closure using the perclose device after an unk procedure. One of the actuating wires was not attached and the foot was out of the vessel at the distal guide. The actuating wire broke while inside the anatomy. The device was removed with some manipulation of tissue and a slightly bigger skin nick. Hemostasis was achieved with manual compression. No add'l info available.